Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The vertebral body retainer was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tooth wheel tip component was missing, which could have caused the complaint condition. Additionally, scratches from field usage were observed on the device, which do not impact the functionality of the device. No other issues were identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing components. Document/specification review: the following drawings were reviewed during the investigation: vertebral body retainer thumb screw sub-assembly no design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the received device due to the definitive finding of a missing components. The missing components could have caused the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition was confirmed as the tooth wheel tip components had come off of the thumb screw components. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number: 03.820.111, lot number: t168383, manufacturing site: (B)(4), release to warehouse date: 12-sep-2018. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a loan kit inspection it was noticed that the threaded adjusting wing knobs retaining plates have come away, leaving adjusting wing knobs unretained and able to come out of vertebral body retainer. No known patient involvement reported. This report is for one (1) vertebral body retainer. This is report 1 of 1 for complaint (B)(4).